Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low", and the meter bg reading was 165 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.